Event description:
In 2007, during a pathfinder surgery, the bone awl broke into two pieces. The fragment was removed from the patient without injury. A 20 minute delay is associated with the event. The surgeon completed the case as intended.

Manufacturer narrative:
Device is an instrument and is not implantable. Investigation pending.